Event description:
Fully charged zoll battery went dead approximately ten minutes into a cardiac arrest. Three batteries were pulled from service. All three were charged for 24 hours. Battery #1 came up faulty in charger and other two batteries came up ready and both ran m series monitor for one hour without going into low battery. All three batteries were removed from service. (All were to be replaced in next six months).